Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis and also experienced hyperglycemia. Customer blood glucose level at the time of incident was 550 mg/dl. Customer alleged pump was under delivering because customer never had issue before with high blood glucose level. Customer stated that they also experienced an insulin flow blocked alarm. Customer was used insulin pump system within 48 hours of reported high blood glucose level event. Auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.